Event description:
Hosp reported that while transporting a pt, the elbow disconnected from the resuscitator 3 times, each time the elbow was reconnected and resuscitation continued to the pt. The hosp also reported that the reservoir bag came off the resuscitator as they reached the pt's bed. Reportedly, the resuscitator was removed and the pt was put on a ventilator. According to the hosp, regardless of the resuscitator, the pt was to be placed on a ventilator upon reaching the pt's bed. The hosp reported no harm to the pt.